Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field of (B)(6) 2016. (B)(6). Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record revealed no irregularities during the manufacture of the incident lot # 5155585. Conclusion: unconfirmed complaint. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that during centrifugation the bottom broke off of the 13x100 mm 5.0 ml bd vacutainer® plus plastic sst tube with a gold bd hemogard¿ closure. No serious injury, blood to mucous membrane exposure or medical intervention was reported.